Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) interrogation displayed invalid data on the high rate histogram and patient pacing percentage. The patient was noted to be undergoing radiotherapy. The device remains in use. No patient complications have been reported as a result of this event.